Event description:
Customer reported the insulin pump had alarmed no delivery numerous times. Customer did not recall blood glucose level. Troubleshooting for no delivery alarm was not performed as device was being replaced for motor error alarms. Motor error alarm occurred during basal. The device was not bumped, dropped, or exposed to moisture. Device was not exposed to an MRI. Customer does not use sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.